Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refr1907 showed seven other similar product complaint(s) from this lot number. The complaints for this lot number (refr1907) have been reported from the same facility in (B)(6).

Event description:
It was reported "with port needles, the clamp doesn't close properly, blood flow continues. Patient can bleed out if unnoticed." It was reported this occurred with eight devices. This report addresses the fifth device.